Event description:
Allergan aesthetics received a report of a patient treated with a coolsculpting elite system. The upper abdomen was treated using the curve 120 (c120) applicator on (B)(6) 2025. The patient alleged concerns of possible (paradoxical hyperplasia) ph versus scar tissue, as well as pallor, lightheadedness, vomiting, and hypotension following coolsculpting treatment and were not severe enough to be a reportable adverse event. The patient claims that possible ph or scar tissue developed approximately 2 to 2.5 months after the coolsculpting procedure. Hcp office indicates the allegation thus far is hardening/scar tissue. The patient was diagnosed by provider medical with paradoxical hyperplasia (ph) to the upper abdomen and abbvie medical states that the allegation on behalf of the provider will continue to be insufficient information and abbvie medical indicates that the allegation from the patient regarding was possible ph. An initial allegation on behalf of the patient that there was possible scar tissue and this event does not meet the criteria of a serious injury and not be a reportable adverse event.

Manufacturer narrative:
Additional information: b5. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting elite system. The upper abdomen with curve 120 (c120) applicator on (B)(6) 2025. The patient alleged concerns of possible ph versus scar tissue, as well as pallor, lightheadedness, vomiting, and hypotension following coolsculpting treatment and were not severe enough to be a reportable adverse event. The patient claims that possible ph or scar tissue developed approximately 2 to 2.5 months after the coolsculpting procedure. Hcp office indicates the allegation thus far is hardening/scar tissue. The patient was diagnosed by provider medical with paradoxical hyperplasia (ph) to the upper abdomen.